Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a representative of tailan nanjing med. Tech. Co. Informed cook on 19jun2023 about an incident involving a filiform double pigtail ureteral stent set (rpn: 133626) from production lot 15056304. As reported, the user opened the package, took out the tether, and found one pigtail end to be broken. Another device was used to successfully complete the procedure. No adverse effects were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned in packaging and tray. The stent was returned in two segments, and the tether was returned loose. A mating fracture of the stent was observed, and the fracture was not located on or near a side port. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 15056304 records no non-conformances relevant to the reported failure. A database search for complaints on the reported lot found no additional complaints reported from the field. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook reviewed product labeling. The product IFU, t_bsfdp_rev2, ¿black silicone filiform double pigtail ureteral stent,¿ provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the definitive cause of this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
. E1: address line 2: (B)(6) g4: PMA/510(k) number = preamendment this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to an unspecified procedure, one of the pigtail ends of the filiform double pigtail ureteral stent set was separated. The device did not come in patient contact. The procedure was completed with a new same like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.